Event description:
It was reported that an inquiry was sent to technical services (ts) due to reported undersensing during exercise testing as part of the patients medication assessment. Additional information and review by technical services (ts) confirmed normal device operation. Ts noted a variation in amplitude. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that an inquiry was sent to technical services (ts) due to reported undersensing during exercise testing as part of the patient's medication assessment. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned, we have determined that the specific clinical observation is a known inherent risk with use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis this device remains implanted. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the specific clinical observation is a known inherent risk with use of this product. Labeling review: there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined that the specific clinical observation is a known inherent risk with use of this product.

Event description:
It was reported that an inquiry was sent to technical services (ts) due to reported undersensing during exercise testing as part of the patients medication assessment. Additional information and review by technical services (ts) confirmed normal device operation. Ts noted a variation in amplitude. No adverse patient effects were reported. The device remains implanted.